Event description:
A fuhrman pleural/pneumo pericardial drainage set (pigtail catheter) was used on infant due to right lung pneumothorax on (B)(6) 2013. About 40 minutes after insertion of chest tube for drainage, bubbling was noted by the nursing staff. An x-ray indicated the tip of the catheter had fragmented inside the pt's chest. The pt had to be transferred to another hospital for surgery to remove the fragments. The removal occurred on (B)(6) 2013. Per the second facilities' risk management, it was observed that the tip of the catheter looked old and brittle. The pt is in good condition and may go home tomorrow.

Manufacturer narrative:
Event evaluation: still under investigation.